Manufacturer narrative:
The customer¿s experience with an error code 351.6740.0 while infusing epinephrine was confirmed in the pcu error and event log, however testing failed to replicate the error. The internal inspection of the carriage block assembly and the upper housing found no irregularities. It is possible for a user to quickly rotate the actuator knob open and then to a closed position while the syringe is infusing. There is a very narrow timing window required to induce the error. The software has a denounce grace period of .8 seconds prior to issuing a "check syringe" alarm. If the user holds the lever open, and then closes the lever between .6 seconds and .75 seconds, there is the potential of generating the error code 351.6740.0 (syr nut became disengaged). Tracker 08704 was opened for this software anomaly. Based on the investigation testing that indicates the gap is correctly set, and the fact that the log review suggests the user was present at the time of the error, it is likely that this was the cause of the user experience. Note: the source syringe module was remediated for the split nut recall on 04aug2016 for the split nut 2 recall. The remediation was done onsite. The source device was remediated just the one time. The recall included all syringe modules shipped prior to 13july 2015. As a precaution the source syringe module¿s drive train and logic pcb will be replaced. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
The customer reported that a channel error 351.6740.0 occurred during a syringe module epinephrine infusion. A lvp and two other syringe modules were also infusing, one was infusing norepinephrine. The user did not want to power off the pc unit in order to maintain the norepinephrine infusion rate. The initial rate was reported to be 0.0735 ml/hr with a vtbi of 41.9388 ml. No patient harm was reported. The administration sets and syringes utilized were not sequestered after the event.